Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and a review of the alarm log were performed. Review of the alarm log revealed that the device had presented an f-38 alarm. The cause of the condition was determined to be damaged force sensing resistors (fsrs). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was removed from service. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. No additional information is available.